Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received reported that the implantable neurostimulator (ins) replacement took place on (B)(6) 2015. The ins was changed from a rechargeable to a non-rechargeable as the patient was not previously compliant with recharging intervals. One 1x8 epidural lead was removed (serial number (B)(4)), and the two sub-cutaneous quad leads in the scapular area were left in place as existing with no change (lot number v684298 and v643871). Prior to replacement, the manufacturer's representative was able to conduct an antenna locate and was able to clear the existing battery. Impedances were confirmed as okay on the leads that were to remain as existing. There were no malfunctions noted intra-operatively. The patient was seen for a follow-up post-operative appointment on (B)(6) 2015, and was doing well with effective therapy. No devices were collected to be returned.

Event description:
It was reported that the last time the patient charged was over a month prior to report. There was a communication problem. The implantable neurostimulator (ins) was dead and had been dead for a ¿week or so.¿ a first overdischarge was confirmed. The patient received a replacement recharger antenna on the date of report, and the recharger was showing the reposition antenna screen, and was not communicating with the implant. The patient stated he had been getting this screen since yesterday. The patient would call the doctor. Later, antenna locate was performed, the power on reset (por) was cleared, and the patient continued recharging the battery immediately. There was no physician mode recharge (pmr) performed. The patient stated he was getting the implantable neurostimulator (ins) replaced on (B)(6). The patient was scheduled for an ins and lead revision on (B)(6) 2015. The epidural lead was confirmed to be out of place by the doctor and it would be removed. The cause of issue was determined to be the overdischarge, and it was resolved. The patient status at the time of this report was alive with no injury. There were no symptoms or complications associated with the event. The event occurred during normal use. The product status of the implantable neurostimulator (ins) was implanted and rema ins-in-service. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-56, lot# v684298, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot# v643871, implanted: (B)(6) 2011, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6 )2011, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3888-56, lot# v684298, implanted: (B)(4) 2011, product type: lead. Product ID: 3888-56, lot# v643871, implanted: (B)(6) 2011, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).